Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "it was reported that the physician advanced the wire over catheter prior to use to patient as product preparation, but didn't move forward. So separated the wire from the catheter to check and found slightly kinked at the 0.2cm tip of wire." No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "it was reported that the physician advanced the wire over catheter prior to use to patient as product preparation, but didn't move forward. So separated the wire from the catheter to check and found slightly kinked at the 0.2cm tip of wire." No patient involvement.

Manufacturer narrative:
Qn #(B)(4). The customer returned one, opened ra cath kit for analysis. No definite signs-of-use were observed. Visual analysis did not reveal any defects or anomalies. The guide wire length from the handle to the distal tip measured 4 9/16", which is within the specification limits of 4 7/16"- 4 11/16" per the guide wire with handle graphic. The guide wire outer diameter measured .384mm, which is within the specification limits of .381mm-.404mm per the guide wire graphic. The catheter body outer diameter measured .0352" , which is within the specification limits of .0350"-.0370" per the catheter extrusion graphic. The catheter body inner diameter measured .027", which is within the specification limits of .027"-.029" per the catheter extrusion graphic. The cannula outer diameter measured .0250", which is within the specification limits of .0250"-.0255" per the cannula graphic. The cannula inner diameter measured .0170", which is within the specification limits of .0165"-.0180" per the cannula graphic. The guide wire was deployed and advanced through the catheter over needle assembly. Little to no resistance was observed. With the guide wire fully deployed, the catheter was advanced off the cannula. Once again, little to no resistance was observed. Performed per IFU statement , "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever. Firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring-wire guide into vessel". During functional testing, when the catheter was reinserted back over the cannula. The needle bevel accidentally became caught on the catheter extrusion , which caused the catheter to become damaged. Additionally, when performing the manual tug test a portion of the coils at the distal end of the guide wire became slightly offset. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report of a swg/catheter resistance was not confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies of any kind. Additionally, the guide wire, the catheter, and the cannula met all relevant dimensional and functional requirements. A device history record review was performed and no relevant findings were identified. Based on the customer report and the sample received , no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "it was reported that the physician advanced the wire over catheter prior to use to patient as product preparation, but didn't move forward. So seperated the wire from the catheter to check and found slightly kinked at the 0.2cm tip of wire." No patient involvement.